Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that three infusion sets from box were detaching from quick release. Customer's blood glucose was 450 mg/dl. Troubleshooting was performed and reservoir would be replaced.